Manufacturer narrative:
Serological testing performed by mts product support using the retained gel cards from lot number 111008053-14, the returned sample and a known group o, rh-positive donor sample was satisfactory. All the samples were typed as group-o, rh-positive with no mixed field or unexpected reactivity observed in the anti-b microtubes. The customer's complaint was not confirmed. Gel cards performed as expected. The customer indicated that upon repeat testing of the sample using the same lot of gel cards acceptable results were obtained. Batch record review was within release specifications. A complaint review indicated no other similar complaints have been logged against this lot. (B)(4).

Event description:
Customer reported a cord blood sample with a mixed field reaction in the anti-b microtube was reported as a group b result using the mts abd monoclonal grouping card lot number 111008053-14. The customer stated that the original incorrect blood type was reported to the physician; however, the physician was contacted with the correct blood type. False positive test results can lead to transfusion of incompatible blood.